Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record identified the following related repair: the cutter failed the test mesh cut due to an incomplete mesh; does not meet the zimmer mesh test acceptance criteria. The cutter was returned unrepaired as cutters are not repairable devices. The cutter was previous returned for evaluation and failed the test mesh cut due to an incomplete mesh. Therefore, the cutter does not meet the zimmer mesh test acceptance criteria. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-00248, 0001526350-2022-00733.

Event description:
It was reported that the device was producing an incomplete mesh. Upon evaluation device failed cut test. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.